Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: enlarged axillary lymph nodes with reactional appearance.

Event description:
Patient reported "patient reported that for the left breast feels pain, increase (protuberance) , prosthesis creases, anterior rotation of the silicone implant to the left, and deforms to the touch." The event of "enlarged axillary lymph nodes with reactional appearance" was later reported via us report. The event of "sparse and bilateral cysts" is not device related. Device remains implanted.

Event description:
Patient reported "patient reported that for the left breast feels pain, increase (protuberance) , prosthesis creases, anterior rotation of the silicone implant to the left, and deforms to the touch." The event of "enlarged axillary lymph nodes with reactional appearance" was later reported via us report. The event of "sparse and bilateral cysts" is not device related. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: pain: unable to observe as it is not related to the device. Crease/ folding of implant: no observed. Visibility/palpability: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. Cyst-ndr: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "patient reported that for the left breast feels pain, increase (protuberance) , prosthesis creases, anterior rotation of the silicone implant to the left, and deforms to the touch." The event of "enlarged axillary lymph nodes with reactional appearance" was later reported via us report. The event of "sparse and bilateral cysts" is not device related. Device has been explanted and replaced.